Manufacturer narrative:
This complaint was created from a clinical study review so no product was returned and no radiographs were provided. Review of the reported event suggests the patient's pre-op issues returned with no product malfunction identified. Due to a lack of information provided the root cause of the issue is unknown, but may be the result of continuation of pathology, patient related factors, excessive post-op physical activity or implant selection/placement. No product malfunction identified and no additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: pain, discomfort or abnormal sensations due to the presence of the device..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..."

Event description:
This complaint was created from a clinical study. On (B)(6) 2021 a patient underwent an extreme lateral interbody fusion at l4/5. On (B)(6) 2022 the patient reported recurrent right leg pain, but is now worse than pre-op for the last few months. Pain radiates from right buttock into posterior thigh wrapping around to anterior knee & leg. Treatment was physical therapy, continuation of gabapentin, referral to pain management for l4-l5 transforaminal epidural steroid injection and a lumbar MRI in 3 months.